Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
However an explant/exchange of the lens is planned but not confirmed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 26.50 diopter intraocular lens (iol) was implanted into the left eye on (B)(6) 2017. Post-operatively, the patient is experiencing poor vision. An exchange of the iol is planned. No additional information was provided.

Manufacturer narrative:
Additional information received reported the patient was female and that she neglected to use pre-operative eye drops as instructed. Patient symptoms were noted to start one week post op, (B)(6) 2017. The lens was explanted on (B)(6) 2017. There was no incision enlargement, vitrectomy, and one suture was used. No post-operative patient injury was reported. No additional information was provided. Age/date of birth: (B)(6). Initially reported age as (B)(6) years; however, based on the date of birth provided; age would have been (B)(6) years. Gender/sex: female. Date of event: (B)(6) 2017. If explanted, give date: (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.